Event description:
It was reported that when a device was used during a laparoscopic appendectomy procedure, the device fired correctly 4 times. On the last fire the device jammed and did not fire the reload. Another device was used to complete the case. There was no consequence to pt.